Event description:
It was reported to bsc/target that during preparation the physician found that there was a hole in the spinnaker elite flow directed catheter 1.5 f-l. The condition of the patient was not affected during this event.